Event description:
It was reported that a patient underwent an obturator sling procedure and colporrhaphy procedure in 2007. Post-operatively, the patient developed left thigh pain. An undefined medical intervention was performed. No further information was available at this time.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.